Event description:
Analysis of the returned device revealed that the ptfe coating was peeled/scraped off on several places on the guidewire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the ptfe coating was peeled/scraped off on several places on the guidewire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was bent at 80 cm and 138 cm from its proximal end. The guidewire hydrophilic coating was checked with the wet fingers. No anomalies were observed with the hydrophilic coating. The corewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond was in place and it was conforming to its visual specifications. The guidewire was shaped on its distal section. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off on several places between 34 cm and 42 cm from the proximal end. The coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. During functional testing, the guidewire was loaded and advanced through a demonstration excelsior sl-10 microcatheter. Friction was experienced while advancing the guidewire through the microcatheter. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. Since the device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instructions not being followed.